Event description:
Customer's mother called to report the death. Caller stated that there was not events leading up to the passing of her son. Cause of death was cardiac arrest and hypoglycemia. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.